Event description:
In (B)(6) 2025, the patient had erosion of an unused lead in left occipital-parietal region which was cut and removed at an external facility. The wound appeared infected and the remainder of the electrode including intracranial portion and cap were removed (B)(6) 2025. This was reported in (B)(6) 2025, 3004426659-2025-00034. The patient presented again (B)(6) 2025 with erosion of a different lead at a different site overlying the cranial pulse generator. On exploration, this was in direct communication with the pulse generator. There was evidence of infection so all exposed hardware was removed (B)(6) 2025. The wound cultures (B)(6) 2025) grew mssa. The patient received two courses of IV antibiotics, oxacillin.

Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.